Event description:
It was reported since initial stimulation, the pt experienced dizziness, vertigo and sound quality issues. In 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was functioning. Programming recommendations were made. The pt continued to be monitored by the center. The pt reportedly experienced facial nerve stimulation. A decision was made to explant the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.